Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during preventive maintenance, electrical safety tests were performed, during which the earth resistance test was not passed. Additionally, while maintenance was being carried out, the imaging unit began to emit a burning smell from its internal components and released some smoke through its fan. There was suspected internal component damage. Due to this, the pump was left out of service.